Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00375 and 00376. This event occurred in (B)(6).

Event description:
Allegedly the patient had failed total hip and loose acetabular component; patient underwent hip revision and replacement of acetabular shell and cupcage (right).

Event description:
Allegedly the patient had failed total hip and loose acetabular component; patient underwent hip revision and replacement of acetabular shell and cupcage (right). Sae#: (B)(6). (See attachment).

Manufacturer narrative:
Additional information received from clinical on (B)(6) 2019: allegedly patient underwent right hip revision replacement of acetabular shell cup cage, acetabular fracture and loose acetabular component. This changed some of the event problem and evaluation codes. - attachment: [(B)(4)_lateletter.pdf].